Event description:
Device issue: loss of resistance. Time of issue: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. The physician depressed the vessel locator button but loss of resistance occurred and the device came out of the pt's artery. Hemostasis was achieved with manual compression. Reportedly, during post-procedure device inspection, it was noted that the vessel locator wings remained deployed. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.